Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers ramping up noted during testing. Insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and also had ramping numbers. The reporter did not know the blood glucose reading. The caller was unable to clear the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.